Event description:
In 2007, this patient underwent endovascular repair using gore excluder aaa endoprosthesis. Both aortic stents were placed successfully; however, upon removal of the 18fr sheath, the iliac became detached and remained on the sheath. The physician inserted a balloon to stop blood flow, then used a ringed gore-tex vascular graft to bypass the ruptured iliac. The procedure was successful and the patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.